Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The left atrial appendage (laa) measured below dfu sizing requirements; however the pre-screen transesophageal echocardiogram (tee) had measured within the dfu requirements for a 21mm watchman. The laa was a broccoli morphology. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was advanced. The initial deployment of the closure device was distal into the laa. A partial reposition was performed with the intent to move the device more proximal. The position change was minimal. A second partial recapture was performed and this time the device was moved slightly proximal to the ostium of the laa. At this point a small pericardial effusion was noted by the physician on tee. The patient was asymptomatic. Due to the proximal position of the device, the implanting team agreed to move the device slightly more distal. The physician performed a partial resheath and the device was placed at the laa ostium. The device position was good, the anchor was secure, the seal was complete, but compression was above the recommended amount(43-48%). The physician chose to release the closure device. Protamine was given to reverse the heparin used in the procedure and the femoral access was closed. Approximately 20mins later the physician returned to the lab as the pericardial effusion had grown to 1.5cm. The physician proceeded to perform a pericardiocentesis and 480ml of blood was drained. During the pericardiocentesis, the blood in the pericardial cavity began to clot rapidly and a thrombus could be visualized on tee. The patient began to experience tamponade. The patient was given 30,000 of heparin and 30mg of tpa in the pericardial space. The thrombus visibly began to breakdown and the patients blood pressures normalized. The patient received 4 units of blood and was transferred to the intensive care unit. 2.5 hours later the patient was brought back to the catheterization lab as they were experiencing a fall in blood pressure. The physician performed a new pericardiocentesis and 7x 60ml syringes of blood were pulled. The patient remained in the lab for monitoring and their blood pressure stabilized. Later that evening the bleeding into the pericardial space persisted so the patient underwent surgery and received a patch to fix the perforation, only 50ml of blood was removed at that time. The closure device was kept in the laa of the patient. The next morning the patient was stable and doing well. The patient has recovered well and has been discharged from the hospital.